Manufacturer narrative:
Updated data: a4. B5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a transesophageal echocardiogram (tee) was performed revealing the valve was well seated, and all 3 leaflets were moving without restriction. There was moderate central aortic regurgitation with an eccentric jet. The patient was being worked up for a valve-in-valve procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 3 years and 1 month following the implant of this transcatheter bioprosthetic valve, valve stenosis was noted. The site also reported hypo-attenuated leaflet thickening with measurements at 3 mm at the right coronary cusp, 1.5 mm at the left coronary cusp, and 3 mm at the non-coronary cusp. No patient complications have been reported as a result of this event.

Event description:
It was reported that approximately 3 years and 1 month following the implant of this transcatheter bioprosthetic valve, valve stenosis was noted. The site also reported hypo-attenuated leaflet thickening with measurements at 3 mm at the right coronary cusp, 1.5 mm at the left coronary cusp, and 3 mm at the non-coronary cusp. No patient complications have been reported as a result of this event. Additional information was received that a transesophageal echocardiogram (tee) was performed revealing the valve was well seated, and all 3 leaflets were moving without restriction. There was moderate central aortic regurgitation with an eccentric jet. The patient was being worked up for a valve-in-valve procedure. Additional information was received indicating that the bioprosthetic aortic valve dysfunction appears to be clearly symptomatic with ongoing progressive dyspnea as well as new onset orthopnea. Per the physician this is due to the significant premature leaflet degeneration causing the significant regurgitation. Per the physician, the initial insult appeared to be under-expansion of the leaflets causing hypo-attenuated leaflet thickening and early subclinical thrombosis. The patient was tolerating antiplatelet and nonsteroidal anti-inflammatory drugs, but more robust anti-platelet medications were required.

Manufacturer narrative:
Updated data: b1, b2, b5. Added third paragraph, h1, h6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.